Event description:
On 2/25/97, the MFR received a response to a device tracking polling letter. The response from the physician states that the device was explanted on 11/01/96 due to hepatitis caused by the chemo. It was additionally stated that the physician has "elected not to use this route for future chemo".